Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and death. Approximately four weeks post-procedure, the patient presented to the emergency room. Patient was febrile and had several "mini strokes". Esophageal fistula was confirmed via computed tomography (CT). Patient was sent for surgical intervention to repair a trioesophageal fistula and then to the intensive care unit for recovery. Patient remained intubated and mental status remained compromised. Patient was required extended hospitalization as a result of this adverse event. After several days in the hospital, medical care was withdrawn and the patient passed away. Physician's opinion regarding the cause of the esophageal fistula is over-ablation on the posterior wall, failure to closely monitor esophageal temperatures, and patient noncompliance in terms of taking post-procedure proton pump inhibitor (ppi). It was noted that the physician stated that he "will monitor esophageal temps more closely in the future during radiofrequency cycles." Physician commented that this was not the result of bwi products used during the procedure. Generator set on power control mode. There were no errors noted on bwi equipment during the procedure. Esophageal injury prevention measures included esophageal temperature monitoring.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that approximately one mos after a c3 procedure for persistent afib, the patient presented with an esophageal fistula. The patient was taken to surgery and is currently recovering in the ICU. Other bwi products in use at the time: c3 sn: (B)(4); smartablate sn: (B)(4); pentaray catheter 2.6.2 spacing, d curve, webster cs catheter, f/j bidirectional. All catheters are long discarded and will not be returned for analysis. The physician user did state this was not the result of bwi products in use. Further states "will monitor esophageal temps more closely in the future during rf cycles". There are not lot #'s available as all packaging materials have been discarded along with the catheters. Repair follow-up was performed and service was declined. No device malfunction found. Device was unable to evaluate. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored on a monthly basis.